Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The device is being held by risk management. A supplemental will be sent if the device is returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
On (B)(6) 2010, a patient called to report experiencing severe pain and watering in both eyes (ou) about a half hour after inserting the second set of lenses from two multipacks of lenses. Patient stated that this occurred (B)(6) 2010. This medwatch form is reporting the event for the right eye. The patient reported immediately removing the lenses from ou. The patient reported immediately presenting to an eye care professional, after the lenses were removed from ou, who "didn't even put me in the chair, and referred me to the ER." The patient reported being seen in a local ER on the same day, being diagnosed with "scratched corneas" ou, "left eye greater than the right eye," given "antibiotic drops to use every hour" and that the emergency room the doctor inserted "numbing drops and prescribed vicodin." The patient reported discarding the lenses in question. The patient also reported having been seen for follow up by an ophthalmologist. The patient refused to provide any additional information; no additional information is available at this time. Due to the limited amount of information provided by the patient and because the patient was instructed to use antibiotic drops every hour, this event is being reported as worst case. A lot history was requested which indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on the limited information available, no further investigation can be conducted at this time. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
It was reported by the rep that during a revision of a gastric band to a roux-en-y procedure, the surgeon was doing his first firing on the stomach and after removing the device, he noticed that all the staples were malformed on both sides. Some of the staples were twisted, one leg straight, the others malformed and some scissored. A long60a was used with a gold reload. Still there were malformed staples. The surgeon and rep spoke stating that it was possible that the staples were malformed due to the surgeon firing the device across the first staple line of the lts60a. The surgeon decided to change from a roux-en-y procedure to partial gastrectomy procedure due to the length of time the patient was under anesthesia and the device performance. The surgeon pulled another device to trim the pouch. A leak test was performed and there were no bubbles seen. The case was completed with no further patient consequence. The patient is doing well. The only device that is available is the lts60a. Risk management is holding the devices and may not be released for a month or more.